Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, it was a case of an implant of 26mm edwards sapien 3 ultra transcatheter heart valve, in aortic position by transfemoral approach. Valve embolized into aorta during post deployment dilatation as ectopic beat broke through pacing. Valve deployed in the descending aorta inferior to the left subclavian artery. Second valve successfully deployed in target position in aortic annulus with good clinical result. Day 1 patient is free from signs of stroke or rhythm disturbances, flow through brachiocephalic trunk, left common carotid and left subclavian artery is unaffected by valve position. Second valve deployed in aortic position and functioning well.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaints for "valve deployment and position - thv embolized into aorta" was unable to be confirmed due to unavailability of relevant procedural imagery/medical report. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, "it was a case of an implant of 26mm edwards sapien 3 ultra transcatheter heart valve, in aortic position by transfemoral approach. Valve embolized into aorta during post deployment dilatation as ectopic beat broke through pacing. Valve deployed in the descending aorta inferior to the left subclavian artery. Second valve successfully deployed in target position in aortic annulus with good clinical result." Per the instructions for use (IFU), valve embolization is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. Per training manual, "loss of capture during rapid pacing can cause sudden delivery system movement during deployment" resulting in thv embolization. In this case, patient had an ectopic beat during thv deployment. Ectopic beats are changes in the regular heart rhythm due to extra or skipped heartbeats. They can disrupt rapid ventricular pacing during thv deployment. Rapid pacing disruption can result in loss of capture via sudden delivery system movement. As such, available information suggests that patient factors (ectopic beat) may have contributed to the complaint event. No IFU/labeling/training manual inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative action nor pra is required at this time.